Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received regarding a patient with an implantable neurostimulator (ins). The patient reported they needed more stimulation on their right leg than their left leg. The issue began the last couple of weeks. Patient had their stimulation up as high as it went and it did nothing. Patient thought the stimulation would work better than that. Patient's back and legs were really bothering them and maybe it was due to the weather going from hot to cold but patient was unsure. Patient used to be able to increase stimulation to 15.4 but now the most they could get out of their stimulation was 14.7. The patient was redirected to their healthcare provider to further address the issue. Patient would see their healthcare provider on monday.